Event description:
It was reported the patient experienced pain at the ipg site, subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the patient's ipg was relocated. It was noted during the procedure, the physician added 2 extensions to connect the leads to the ipg at the new pocket location. Please note the event date is unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.